Event description:
Legal claim and medical records received. Patient was revised on (B)(6) 2009 for painful knee, instability, and loose femoral component. The patella and tibial component were not noted to be loose. It is reasonable to conclude the instability and pain are a result of the loosening. The loosening interface and cement manufacture is unknown at this time.

Manufacturer narrative:
No device associated with this report was received for examination. Medical records were reviewed and with the information provided it cannot be determined that the complaint is product related. The IFU cautions that obesity tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the knee replacement. It is not known to what extent this and her other comorbidities contributed to the reported event. The patient was also noted to have ¿soft¿ bone quality. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Medical records were reviewed and with the information provided it cannot be determined that the complaint is product related. The IFU cautions that obesity tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the knee replacement. It is not known to what extent this and her other comorbidities contributed to the reported event. The patient was also noted to have ¿soft¿ bone quality. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.